Event description:
A patient reported experiencing inaccurate results with a ot basic enhanced meter. The patient's blood glucose was 486 mg/dl, 86 mg/dl within 10 minutes, with a difference of 124% patient did not experience any adverse events. No further information has been reported.